Manufacturer narrative:
The reported product is not expected to be returned as the customer discarded the sensor. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan in 10 mins" message for 2 days while wearing the adc freestyle libre sensor. Customer further reported experiencing sweating and loss of consciousness, was diagnosed with hypoglycemia and treated with toast, bread jam and glucose injection by the emergency hcp/nurse. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a "scan in 10 mins" message for 2 days while wearing the adc freestyle libre sensor. Customer further reported experiencing sweating and loss of consciousness, was diagnosed with hypoglycemia and treated with toast, bread jam and glucose injection by the emergency hcp/nurse. There was no report of death or permanent impairment associated with this event.